Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
+The customer reported a false positive architect total b-hcg result generated on architect i2000sr analyzer. The sample generated an initial result of 719.12 miu/ml and when the sample was retested it generated a result of < 1.2 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
Correction: d4 - lot # initial: unknown / updated to 59170ud01 d4 - primary UDI number updated to (B)(4). D4- expiration date: updated to 11/28/2024. H4 - device mfg date: updated to 12/16/2023. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect total b-hcg reagent kit, 07k78-74, abbott ireland diagnostics division to architect i2000sr, 03m74-02, abbott laboratories. MDR number 3016438761-2024-00313 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer reported a false positive architect total b-hcg result generated on architect i2000sr analyzer. The sample generated an initial result of 719.12 miu/ml and when the sample was retested it generated a result of < 1.2 miu/ml. There was no impact to patient management reported.